Manufacturer narrative:
This incident was caused by user error / miss use. A field engineer attended site and tested the ofp-2 flushing pump. No fault was found and it was confirmed that the pump was working correctly. The product is only intended to be used by clinical trained personnel and it will be noticeable that fluid is being delivered to the patient as required when the foot actuator or flushing control button on the endoscope is operated. As part of the pump build, a safety feature has been incorporated into the device. The pump has a 20 second timer and will shut off after this time. This feature is to prevent continuous use and the pump continuously flushing water into the patient. After the 20 seconds the pump can be immediately be activated again if so required. This risk is covered under ifs document (B)(4), line rm 5.2 'the foot switch could cause the pump to operate continuously without the foot switch or the endoscope button being pressed'. The risk has been deemed (a) acceptable. Olympus keymed requested further details on the condition of the patient. It was confirmed that the patient has been discharged from the facility. No further reports will be submitted, however, if any new information is received the case will be reviewed. Reported in an abundance of caution. Device not returned to lm.

Event description:
During the case the doctor could hear that the flushing pump was working. It was reported that the the foot switch to the flushing pump was covered by a blanket and it was not noticed that it was being pushed. The procedure continued. The doctor later discovered that the patient had an intestinal perforation. The doctor suspected the flushing pump was injected for a long period of time. The patient was treated by an endoscopic bowel suture and other necessary medications.